Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation cancer related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. Additional information was received that there is no reportable allegation. Box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report) box b2 was corrected to blank. (Previously, it was other serious or important medical events.) Box h1 was changed from serious injury to product problem. Box h6: patient outcome code grid and health impact grid was corrected.